Event description:
During laparoscopy procedure bovie suddenly turned on while draping pt. Sound of bovie stopped. It wasn't connected to the pt. Approx 20 mins later the bovie activated again by itself. This time the incision had been made, bovie was connected to scissors, not being used. When it came on, the scissors touched the stomach (inside of pt) causing a laceration to the outer layer of the mucosa. The stomach was not penetrated and no repair was required. Pt did not sustain any permanent injuries.